Event description:
Healthcare professional reported right side rupture. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated and two openings striated. Based on the device analysis the final assessment is: -a striated edge broken in the side posterior assessed as surgical damage. -two openings striated in the side posterior assessed as surgical damage. -missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device was explanted and replaced.